Event description:
It was reported to medtronic minimed that the customer reported physical damage to pump. The customer reported no adverse event.the event involved product mmt-1712kl. Troubleshooting was performed but issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1712kl and insulin pump was retuned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Pump was received with missing segments/partial display due to cracked and bleeding on lcd glass. Unable to perform the displacement test due to missing segments/partial display. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked lcd glass, bleeding on lcd glass, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and scratched case. Cosmetic damage was confirmed at the pump case. Missing segments/partial display due to cracked and bleeding on lcd glass. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.